Event description:
It was reported that the customer did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer had not taken any action to address the high blood glucose level, but technical support assisted by guiding the customer through refilling and loading a new cartridge on the pump, resulting in the successful resumption of insulin delivery.